Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case with a 26mm sapien 3 valve access was obtained from the right femoral artery via cutdown. The physician was able to insert the balloon catheter in the esheath without resistance. Balloon aortic valvuloplasty was uneventfully performed. While retracting the balloon catheter, it became caught at the tip of 14 fr esheath and was unable to be retrieved. Negative pressure was applied to the balloon several times but only half of the balloon was pulled into the sheath. The decision was made to withdraw them as a set, but only the esheath was removed and the catheter got stuck at the incision site. The catheter was removed by cutting open the incision slightly and cutting the balloon to remove residual contrast solution. When examining the balloon, it was bunched at the distal end. Bleeding was observed from the incision. A new sheath was used and the sapien 3 valve was successfully deployed in the targeted position. The incision site was sutured, surgical repair was not required. Total blood loss during procedure was 720 gram and two units (280ml) of red blood cell (rbc) were transfused, which was considered larger than usual. Hemodynamics were stable throughout the procedure. The patient recovered and ambulated without complication. The operator mentioned the balloon might not have been fully deflated. It could have been retrieved uneventfully if the balloon was re-inflated in the descending aorta and re-deflated.

Manufacturer narrative:
The transfemoral bav was returned to edwards lifesciences for evaluation. During visual inspection a cut was observed in the inflation balloon and the balloon was bunched over the distal taper. Additionally, a picture was provided by the site and the balloon catheter with balloon bunching at the tip was noted. Due to the condition of the returned device, functional testing was not performed. Additionally, due to the nature of the complaint, no dimensional inspection was able to be performed. During manufacturing of the balloon catheter, the catheter and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint events. A review of lot history revealed no similar complaints. A review of complaint history from april 2019 to march 2020 revealed additional product return complaints for the edwards transfemoral balloon catheter (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. No manufacturing non-conformities were identified. The complaint occurrence rate did not exceed the march 2020 control limit for the trend category. The IFU, prepping manual, and device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The operator is instructed to ensure the balloon is completely deflated before removing the device through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed by the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, ¿the operator mentioned the balloon might have not been deflated fully. It could have been retrieved uneventfully if the balloon was re-inflated in the descending aorta and re-deflated.¿ per the training manual, the balloon should be completely deflated before removing, as residual fluid can increase the balloon profile and cause it to catch on the sheath tip, resulting in withdrawal difficulties. Available information suggests that procedural factors (residual fluid) contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective and preventative actions are required. Additionally, since no product nonconformance was confirmed and the occurrence rate did not exceed the respective complaint control limits, a pra escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.